Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Event description:
Positive advia centaur xp troponin ultra results were obtained on several pts samples. The pts samples were repeated when the qc failed and the customer was unable to calibrate the assay. The customer replaced the reagent pack and recalibrated successfully. The qc was within range. Several results were discordant and corrected reports were generated. Pt treatment was not prescribed or altered. There was no report of adverse hlth consequences due to the false positive troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra results is unk. The instrument is performing within specifications. No further evaluation of the device is required.